Manufacturer narrative:
The device is not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Iris damage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was due to patient movement during procedure. MFR# reference: (B)(4).

Event description:
It was reported that following cataract surgery, during attempt to implant a stent from a trabecular micro-bypass stent, the patient moved resulting in an iridodialysis. The procedure was aborted. Additional information is being requested.

Event description:
Through follow-up, the following additional information was received. Reportedly, the iridodialysis was observed 1 o-clock to 6 o-clock (od), and did not result in any other adverse impact to the patient other than surgical intervention which is scheduled for a later date (unknown). The patient¿s prognosis was reported as ¿stable awaiting surgery¿.

Manufacturer narrative:
MFR# reference: (B)(4).